Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited rising and high thresholds. The lead was subsequently capped and replaced during an upgrade procedure. No patient complications have been reported as a result of this event.